Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. A crack was noticed on the blue plastic for the injection port which resulted in a blood leak on the floor. The estimated blood loss was about 5 mls. A new system was strung and the pt completed their treatment without further issue. There was no injury to the pt and no medical intervention was required. Sample was discarded by the user facility; sample is not available.